Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with an intellanav mifi oi catheter, there was a leak at the end of the catheter where it is connected to the metriq pump. The catheter was replaced and the procedure was completed. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.